Event description:
It was reported that the patient had a shocking or jolting sensation. The patient had an electroencephalogram (eeg) (B)(6) 2010 and forgot to turn his device off first. He got a shock during the procedure. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).